Event description:
It was reported that during meniscus repair surgery, when using the ultra fast-fix, t2 could not be secured. Ts were removed from the patient. The procedure was completed without delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: one ultra-fast-fix curved device used for treatment and returned for evaluation. This product has no automatic mechanism or mechanical deployment. This style is controlled by the user to manually advance, position and deliberately strip the anchors off the needle. Proximity of anchor placement to each other may inadvertently cause suture to pull the t2 before intended release. The outer protective blue split cannula was returned attached to the device. No anchors or suture were returned. The needle had an extreme bow indicating difficulty in reaching desired location. The depth limiter was attached and was trimmed slightly shy of the inner blue-green sheath end. Per instructions for use: ¿a snap or click will be heard when the trigger is fully advanced, ensuring that the implant is fully seated at the end of the needle. Do not bend delivery needle. It is normal to encounter resistance prior to achieving the ready position. Do not use sharp instruments to manage or control the suture.¿ complaint history review indicated similar allegations for the lot number reported. Device history review/batch/lot review did not indicate a condition or product/procedure failure that supported the allegation. No root cause related to the manufacture of the device was confirmed. Product met specifications upon release to distribution.